Event description:
It was reported that during a surgical procedure at the user facility, the saw did not stop running and was overheating. The procedure was completed with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported failures of running without user activation and overheating could not be duplicated because the device ceased operating due to a bias current error found during the device evaluation. The device contained a third-party motor, which is a probable cause of all three reported events. Use of a motor that is not compatible with the device circuitry can result in intermittent electrical contact or magnetic leakage that may allow run on and extra current draw that may cause the device to heat up. The bias current error can occur when the bias current results in a voltage drop that is sensed by the console, causing the drill to stop running. The reason for the serialization starting with 90041 is to provide clarification following a change in stryker's electronic complaint systems.